Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump may have been exposed to magnets on a roller coaster and an x ray machine at the air port. The insulin pump alarmed for reset and history errors. The blood glucose reading was not known. The insulin pump was not returned for analysis.